Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the vessel perforation could not be definitively determined based on the information available, however; it was reported that the physician retracted the ivl catheter without deflating the balloon. Per the m5+ instructions for use (IFU): "do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding." The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.

Event description:
A shockwave m5+ peripheral intravascular lithotripsy (ivl) catheter was being used to treat an iliac lesion. It was reported that following completion of the intravascular lithotripsy (ivl) procedure where three hundred (300) pulses were successfully delivered, the physician retracted the ivl catheter without deflating the balloon. During removal, the balloon separated completely from the shaft, with the point of detachment occurring inside the patient. Surgical forceps were subsequently used to retrieve the separated balloon fragment. During retrieval, the physician perforated the iliac vessel wall, resulting in a grade 3 perforation measuring greater than 10 mm in length. A gore vbx/viabahn combination was used to treat the perforation. No pre- or post-ivl images are available for review. The patient was reported to remain in stable condition following the procedure.